Manufacturer narrative:
Device received with cracked lcd display window corners noted. Device passed displacement test. The test reservoir p-cap was able to lock in place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump beeps sometimes with no alarm going off and it did not record all the bolus deliveries. Customer¿s blood glucose was 240 mg/dl at the time of incident. Customer stated that the left corner of the insulin pump was cracked. The insulin pump will be returned for analysis.